Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify encoder signal out alarm in the alarm history due to history file overwritten.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or compromised forced sensor system and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify motor error alarm in the alarm history due to history file overwritten.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and motion sensor test failure. The customer¿s blood glucose level was 460 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Displacement test was performed and passed. Customer reported that a motor position error was found in the insulin pump alarm history. Customer had a high blood glucose of 460 mg/dl and treated. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.